Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to infection, sepsis, and erosion. No additional adverse patient effects were reported.

Event description:
Additional information provided from the field indicated that after being explanted this pacemaker was used as an external temporary pacer for the patient until their new system was implanted. The new system has been implanted successfully and this pacemaker is no longer in service. No additional adverse patient effects were reported.